Manufacturer narrative:
Medwatch #3007284313-2024-03248 was sent in error. This medwatch was originally opened to document the type iiib endoleak identified on an unknown date in 2020 and treated with implantation of an additional device. It has been determined that the type iiib endoleak affected a device from another manufacturer and that no gore device had been implanted in the patient by the time of the event date. No allegation against a gore device was made and this medwatch is not reportable to the FDA and is therefore being retracted.

Manufacturer narrative:
The device was returned to a third party explant lab for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on an unknown date in 2017, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® aaa endoprosthesis. On a subsequent date, the patient presented with a type iii endoleak. The patient was treated with a reintervention and an additional device was implanted. During the procedure, catheterization on the left side was not possible so an intraprocedural right to left femorofemoral bypass was performed. On an unknown date the patient presented with a type ii endoleak. The patient was treated with embolization of the inferior mesenteric and lombar arteries. The patient presented with aneurysmal sac growth and was treated with implantation of an additional device in 2022. The below information is documented in event FDA medwatch report no. 3007284313-2024-03244, manufacturer ref. No. Mpd case (B)(4): the patient continued to present with aneurysmal sac growth and on december 15, 2023, the was converted to open arterial reconstruction.

Manufacturer narrative:
The event date is unknown. Only the year '2022' has been given. For the sake of reporting, (B)(6) 2022, has been given as the event date.